Event description:
It was reported that foreign material was found in the sterile packaging.

Manufacturer narrative:
Alleged failure: foreign material in sterile packaging. Probable root cause: manufacturing non-conformance. Shipping damage the product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found in the sterile packaging.